Event description:
The user reported the valve body on the e2010 water reservoir cracked, causing a leak on the counter top. The leak did not extend to the floor and there were no injuries. No pt samples were involved. The user replaced the valve body, which resolved the issue.